Event description:
On 5/28/92 a device was implanted. On 6/16/94 the left cylinder was revised. On 3/20/97 the right cylinder was removed from the pt and replaced due to fluid loss - small hole in cylinder.